Event description:
It was reported that during a da vinci si surgical procedure, the customer noted that the tips of the mega suture cut needle driver instrument were not moving. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that intuitive motion was not being experienced due to a broken grip cable. The broken grip cable stuck out at the wrist. The idler pulley was able to spin freely and exhibited pulley rim and face damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.